Event description:
It was stated that the customer was taken to the emergency room due to a staph infection at the insertion site from the sensor. The customer had discharge at the site. The customer had been perspiring that day and did not change the infusion set. Nothing further was reported.

Manufacturer narrative:
Reliability analysis not required for sealed sensors due to sensors being expired.